Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer found the residual glue in the tube after centrifugation. This event occurred thirty times. The following information was provided by the initial reporter. The customer stated: "there is residual glue in the tube after centrifugation.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary material #: 367376. Lot/batch #: 2237436. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing with the incident lot was not observed. Additionally, retention samples from bd inventory were visually inspected with no gel smearing found. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer found the residual glue in the tube after centrifugation. This event occurred thirty times. The following information was provided by the initial reporter. The customer stated: "there is residual glue in the tube after centrifugation."